Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed at the distributor. The reported problem (won't power up) has been confirmed. Upon investigation the battery charger was unable to power on. The root cause for the inability to power on was unable to be positively identified. No adverse event resulted from the damaged battery charger power supply.

Event description:
A us distributor reported that a patient's battery charger was unable to power on.